Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire tip detachment occurred. The 90% stenosed target lesion was located in the bile duct. A st/035/145 amplatz super stiff guidewire was used to cross the lesion. However, the coil tip peeled off and unraveled from the wire. The device was removed by snaring and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Section e1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: unit returned with its original pouch. The unit returned with the jacket peeled, as part of overall visual revision. The returned guidewire was unraveled and the coiled wire was stretched and broken. Additionally, an unknown snare device was returned with the device and it has the coil distal tip trapped. No more visual damages were found in the device. The coiled wire was stretched and broken and detailed pictures of it were captured.

Event description:
It was reported that guidewire tip detachment occurred. The 90% stenosed target lesion was located in the bile duct. A st/035/145 amplatz super stiff guidewire was used to cross the lesion. However, the coil tip peeled off and unraveled from the wire. The device was removed by snaring and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.